Event description:
It was reported that the user experienced high blood glucose after unintentionally initiating a supply change on the ilet, which rewound the pump and suspended insulin delivery when the process was not completed; the issue was consistent with an infusion set or connector not being properly deployed or attached and resolved after completing the supply change procedure. Symptoms included hyperglycemia. Outcomes included stabilization of glucose after resumption of basal and correction dosing, with no hospitalization. Investigation included customer support troubleshooting and user education to complete the supply change and restore delivery. Investigation of this case revealed that insulin delivery had been suspended due to an incomplete supply change, consistent with user handling of the infusion set or connection rather than device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related operational error during supply change leading to interrupted insulin delivery.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.